Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noisy signals while being in a plank position. Technical services (ts) was consulted, discussed possible reprogramming optinos. The patient was brought into clinic for troubleshooting, noise was able to be reproduced in a plank position. Auto setup was performed, and it selected the secondary sensing vector instead of the initial primary sensing vector. Ts recommended further monitoring. This s-ICD system remains in service. No additional adverse patient effects were reported.